Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device broke during insertion. A backup device was available to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided; clinical details provided did not confirm a tap was used to prep the insertion site. Per the device IFU 10600361 ¿in cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used¿. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).